Manufacturer narrative:
The reported issue that the display boards have dim segments was confirmed and replicated during the investigation. ¿ the received display board assemblies were noted to have been built in the year 2015 based on their serial numbers. The component u4 on all received boards exhibited dim segments along with a few having other 7-segment displays (u1 and u2) with dim segments. ¿ the display boards were removed from alaris pump modules that are typically used for patient treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the display boards have dimmed segments. The customer later verified that there was no patient involvement or impact from the event.